Manufacturer narrative:
Pr#: (B)(4).

Event description:
The heartstart xl was returned to philips for repair due to a suspected failure of the a connector during ECG resulting in ECG failing. There was pt involvement, but it was reported that her was no pt or user harmed as a result of this issue. It was reported that the ECG failed during testing.